Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device initially displayed a blank screen when powered on and subsequently displayed a ¿temporary equipment malfunction¿ error message. There was no patient involvement.